Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl to "high" on the continuous glucose monitor (cgm). Cause was not known. A manual injection was delivered to address elevated bg. Customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.